Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75 x 28 synergy stent was advanced to treat the lesion; however, the distal part of the catheter broke at just proximal area of the guide catheter. The device was completely removed and the procedure was completed with another 2.75 x 28 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 28 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found there was a break in the hypotube 836mm from end of hub. There was a hypotube kink 184mm proximal of the hypobond. The device may have experienced difficulty crossing due to the patients¿ lesion properties; however no details are provided in the complaint report. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75 x 28 synergy stent was advanced to treat the lesion; however, the distal part of the catheter broke at just proximal area of the guide catheter. The device was completely removed and the procedure was completed with another 2.75 x 28 synergy stent. No patient complications were reported and the patient's status was good.